Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary. Cardiac tamponade/pericardial effusion: the cause of the injury was not determined due to insufficient clinical details. Low pump flow: the cause of the low pump flow was unable to be definitively determined as limited clinical information was provided, no data logs were returned and returned product had no abnormalities.

Event description:
An impella cp device was inserted into the left femoral artery in a 78-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in an out-of-hospital cardiac arrest with cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support during a high-risk percutaneous coronary intervention (pci). During preparation for the impella, the patient went into pulseless electrical activity (pea) arrest. The impella was inserted during cardiopulmonary resuscitation (CPR), but was unable to achieve flows about 1.5l/min. The patient was transferred to the intensive care unit (ICU), and an echocardiogram showed a severely decreased left ventricle (lv) and right ventricle (rv) function, and a pericardial effusion with tamponade. The impella was able to function at p-4 at 1.5l/min. Above p-4 the suction alarm was active. No clot was observed in the lv. The following day, the family elected to withdraw care, and the patient expired on support. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock, along with the complications of stage e shock.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated. Section e initial reporter information was added since it was omitted from the initial.